Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every (B)(6), ongoing) and fortum injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. At the time of this report, the patient was discharged from the hospital on an unreported date. The patient recovered from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.